Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1 ml ll: leakage other. It was reported by customer that filter needle leaked upon pulling up drug.

Manufacturer narrative:
(B)(4). Follow up a leak was reported from the filter needle during drug withdrawal. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was provided and reviewed by our quality team. The image depicts three syringes with an unidentified needle attached, each placed alongside an unsealed 'izervay' box. However, the reported leakage is not visible in the photograph and cannot be confirmed based on the available visual evidence. A physical sample is necessary to perform a more thorough assessment and determine a potential root cause. A review of the device history record was completed for material number 309628, lot 3038025. The review confirmed that all visual inspections were conducted in accordance with established requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted per the inspection control plan, approved for shipment, and found to be in compliance with product specification requirements.

Event description:
No additional information was provided.